Manufacturer narrative:
On 2-may-2023, the bwi product analysis lab was received for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. However, a video was received for evaluation following biosense webster's procedures. Device investigation details: according to the video provided by the customer, it looks like the lasso catheter was entangled/knotted with itself, this condition is related to the customer complaint. A manufacturing record evaluation was performed for finished device number 30982620l, and no internal actions related to the reported complaint condition were identified. The instructions for use contain the following contraindication: ¿ use of the catheter may not be appropriate for use in patients with prosthetic valves. The customer complaint was confirmed based on the video received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-jun-2023, the product investigation was completed. It was reported that a patient underwent a afib - persistent ablation procedure with a lasso® nav eco variable catheter. It was reported that during mapping of the left atria, the lasso nav catheter entangled with a chordae of the mitral valve. It took a great deal of effort and time for the physician to manage to remove the catheter from the valve's chordae. Surgery was delayed due to the reported event for 60 minutes. Procedure was successfully completed. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed following bwi procedures. The device was inspected, and the lasso loop was found deformed with no internal parts exposed. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device 30982620l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer can be confirmed however, the entrapment issue and damage on the lasso loop could be related to the manipulation of the device during procedure. In addition, it should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a afib - persistent ablation procedure with a lasso® nav eco variable catheter . It was reported that during mapping of the left atria, the lasso nav catheter entangled with a chordae of the mitral valve. It took a great deal of effort and time for the physician to manage to remove the catheter from the valve's chordae. Surgery was delayed due to the reported event for 60 minutes. Procedure was successfully completed. No patient consequences were reported. The event happened on the same day with the current complaint: (B)(6) 2023. This adverse event was discovered during use of biosense webster products. The patient did not suffer any notable consequence; however, the procedure was delayed almost an hour and if the hospital surgery department was ready to intervene if the physician was not able to remove the catheter from the chordae. The physicians opinion on the event is that the product was somehow "prone to hanging.". The patient was reported to be in good condition. Medical device entrapment with excessive manipulation.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).